Manufacturer narrative:
The account contacted hill-rom technical support and asked for the part numbers for the latch, spring and pin. Hill-rom was not able to inspect the bed to confirm what failed or condition of the bed. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the side rail frame to ensure proper latching and down storage. Repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the side rail latch, spring and pin to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would stay in the up position but not latch. The bed was located in the shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).